Event description:
Reported as "battery rapidly discharging". The report further states, "transport arrived to transfer patient to osh, upon disconnecting ac3, battery alarms for battery life less than 10 mins. The pump has been plugged in for the past 2 days. Provided step by step on how to exchange pumps. Fos map cal performed on new pump". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
Reported as "battery rapidly discharging". The report further states, "transport arrived to transfer patient to (B)(6), upon disconnecting ac3, battery alarms for battery life less than 10 mins. The pump has been plugged in for the past 2 days. Provided step by step on how to exchange pumps. Fos map cal performed on new pump". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "battery rapidly discharging" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.